Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in the emergency room for a non-lvad unrelated event. When the device was interrogated, multiple pump stoppages were found, along with clock reset and low voltage alarms. No audible alarms were detected.

Manufacturer narrative:
The system controller, serial number (B)(4) was returned for evaluation. The reported event of a pump stoppage was confirmed during the analysis of the data recorded in the log file. Review of the log file retrieved from the returned device revealed significant pump speed drops and pump stops events. These events were accompanied by the low speed hazard, the low flow hazard, and the motor/pump stopped active events, which were captured while the system was supported by 14-volt batteries. The reported low voltage events were associated with battery gauge (rsoc) signal levels, where one of the batteries connected to a power cable reached the low voltage threshold (1.9 volts). The returned system controller was functionally tested using the equipment in the manufacturer¿s laboratory and was found to function as intended, even when the power leads were maneuvered. The white and the black power leads were independently disconnected and the system continued to operate solely on either power lead without any functional issue. The device passed the functional test procedure and operated on a mock circulatory loop without any notable events. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.